Event description:
It was reported by the customer that the footswitch cable was working intermittently prior to the start of the case so the customer used another footswitch and cable to start and finish the case. There was no pt consequence.